Event description:
It was reported to boston scientific corporation that a cre balloon dilatation catheter and alliance inflation system were used during an esophagogastroduodenoscopy (egd) with dilation procedure performed on a (B)(6) old male patient on (B)(6), 2010 (patient weight unknown). According to the complainant, the dilation was completed successfully with the cre balloon and alliance inflation system. However, the balloon would not fully deflate and was cut to be removed from the biopsy channel of the endoscope (olympus, unknown model). There was no alleged malfunction of the alliance inflation system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient weight unknown. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot. According to the complainant, the suspect device has been disposed and is not available for return. Therefore, a device evaluation has not been performed and the reported malfunction of balloon deflation difficulty could not be confirmed. However, balloon inflation and deflation issues can occur due to procedural factors such as tortuous anatomy; therefore, the most probable root cause for this complaint is operational context.